Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump was exposed to a high magnetic field and also received a pump error 43 that occurred during bolus delivery. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarms successfully and able to rewind, an error occurred with the insulin pump, and performed a displacement test and self-test, and passed. It was advised to the customer to place the pump in storage mode; however, a replacement pump will be provided to the customer and the insulin pump will be returned for analysis.

Event description:
Updated description: pump was returned for analysis.

Manufacturer narrative:
The pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No unexpected alarms/alerts/anomalies noted during analysis. Successfully downloaded history files and traces using thump. Verified the following alarms/alerts on event date: pump error 43 on 01/06/2023 10:50:55.000, pump error 41 on 01/06/2023 10:50:55.000, and 1 no deliver alarm during bolus on 01/01/2023 16:06:45.000. No unexpected pump error 43 or insulin flow block anomalies noted during analysis. Confirmed pump error 41 due to motor voltage out out range (4.5 v). Pump error 41 due to hardware error, isolated to electronic stack. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked keypad overlay and pillowing keypad overlay. No unexpected pump error 43 or insulin flow block anomalies noted during analysis. Pump error 43 and no delivery alarm not confirmed. Pump error 41 confirmed due to hardware error, isolated to electronic stack. Unable to confirm alleged exposure to MRI or magnetic field. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.